Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Bostown scientific technical services (ts) was consulted and discussed further testing if the value continues to increase. No adverse patient effects were reported. At this time, this device remains in service.